Event description:
It was initially reported that the patient felt pain in her back. It was stated that it felt like the "anchor was pushing out." It was stated that her ins (implantable neurostimulator) was off. It was also reported that the patient was having issues with the stimulator. It was reported she had started to have muscle spasm four days prior to the report and on the next day "bunch of pain" around the area of the anchor. It was stated that patient concern was the pressure around the area of the anchor. It was reported that the ins had to be replaced two different times but the patient had never had a problem with the anchor. It was stated that "it felt like someone was pushing really hard on the spine." It was reported that the patient had fallen about a month and half prior to the report but nothing happened. It was stated that she did not have patient programmer with her and was not sure what to do. Acute pain was reported as the symptom. It was further reported that the patient¿s body was rejecting her device and the anchor was growing out. It was noted that the patient was going to remove her implant on (B)(6) 2013. The reporter stated that the implant had caused the patient more pain than it has helped. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3487a-56, lot# v664309, implanted: (B)(6) 2011. Product type: lead: product ID 3487a-56, lot# v644486, implanted: (B)(6) 2011. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID neu_unknown, serial# unknown. Product type: unknown: product ID neu_unknown, serial# unknown. Product type: unknown. (B)(4).